Event description:
Customer called to report a hospitalization due to low blood glucose. The current blood glucose reading is 64 mg/dl. The customer has treated with orange juice. The customer stated that the insulin pump alarmed no delivery. The customer stated that the paramedics were called due to low blood glucose reading of 38 mg/dl. Customer passed out and his wife called paramedics; customer was transported to hospital. Customer was treated with glucose via IV drip. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.